Event description:
It is reported that the device was implanted in 2008. The liner was properly impacted into the acetabular shell and the ring was applied and impacted, the locking ring looked to be in place and the patient was then closed. An x-ray was taken after the patient left the operating room showed the locking ring was not in an appropriate position to the acetabular shell. Additional surgical procedure was performed the same day, upon re-opening the patient, the doctor saw the ring was loose and re-impacted the ring onto the liner.

Manufacturer narrative:
This report will be amended when our investigation is complete.